Manufacturer narrative:
This device used for treatment and not diagnosis. Criterion tool & die manufactured the drive shaft ¿ minimum 360 mm length ¿ for use with ria, p/n 314.742, and lot number 6073843 (supplier lot number 16076-01). The suppliers certificate of compliance (dated january 19, 2009) indicates the parts were manufactured to p/n 314.742, revision j and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number 314if741, revision j, completed january 26, 2009. There were no mrrs, ncrs, or complaint related issues with this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tip of the instrument broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history review for this lot has been requested. Placeholder.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was performed and states the following: criterion tool and die manufactured the drive shaft assembly. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification but the hex feature is damaged so it could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
(B)(4).